Manufacturer narrative:
(B)(4). Initial report for case (B)(4) was initially submitted to FDA website but was not accepted, hence, sending the initial report again in new code format. Device not yet returned.

Event description:
The manufacturer was notified on (B)(6) 2015 that a patient who got a mitroflow valve size 21 since 2011 had explant after 4 years.